Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Corrected data based on new information: adverse event and product problem to product problem. Serious injury to malfunction. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, difficult retrieval, tilt'. Cook will reopen its investigation if further information is received. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A2) unknown as information was not provided. A4) unknown as information was not provided. B3) unknown as information was not provided. D1) unknown as information was not provided. D4) lot#: unknown as information was not provided. Catalog is unknown but referred to as a cook ivc filter. Expiration date: unknown as lot# is unknown. F9) unknown as lot# is unknown. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown 510(k) could be either k061815, k073374 or k090140. H4) unknown as lot# is unknown. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook ivc filter on (B)(6) 2009 ". "[Pt] was implanted with the cook filter because of deep vein thrombosis. In (B)(6) 2009, it was discovered that the cook filter had tilted and in (B)(6) 2015 [pt]'s physician had a consultation with him to remove the ivc filter and explained that the filter could not be removed without major surgery." Patient outcome: it is alleged that "[pt] is at risk for future cook filter fractures, migrations, perforations and tilting. He faces numerous health risks, including the risk of death. For the rest of [pt]s life, he will require on-going medical monitoring and use of anticoagulants". It is further alleged that "[pt] has suffered and will continue to suffer serious physical injuries, economic loss, loss of enjoyment of life, disability, and other losses". Hospital and medical records have been requested but not yet provided.